Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - was there any adverse consequence associated with the patient? --no. - was the needle piece(s) retrieved during the same procedure? --yes. - was there any additional tissue damage as a result of searching for the needle piece? --no. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2025 and suture was used. The suture was used for surgical suturing. During the suturing process, the needle broke, and the physician promptly removed it from the patient's body and took x-rays to confirm that there was no residue in the patient's body. There were no patient consequences reported. Additional information was requested.